Manufacturer narrative:
Common device name: fad stent, ureteral.

Event description:
Lo et al 2020 , ¿uncoiling of a cook resonance metallic ureteral stent¿. Patient had bilateral cook resonance placed >16 months ago at another hospital, but these had failed. The vast majority of her urinary output was through the nephrostomy tubes. To better define the extent of her ureteral strictures and for further treatment planning, we decided to proceed with cystoscopy, bilateral ureteral stent removal, and bilateral retrograde and antegrade pyelograms. Left ureteral stent: using the grasper, the distal curl of the left ureteral stent was gripped. The surrounding tissue had ingrown into the stent and substantial force was required to remove the left ureteral stent in its entirety. The stent was noted to be intact and an antegrade pyelogram performed through her left nephrostomy tube identified a ureteral stricture proximal to the pelvic brim at the level of the iliac vessels extending down to the bladder. Right ureteral stent: would not come out despite several attempts at removing the stent. On recent CT and on fluoroscopy, no encrustation was seen on the stents. Upon further manipulation and pulling on the stent, a snap was felt and the stent began to uncoil. The inner metallic wire was found to be broken. By applying simultaneous tension to the inner wire and the outside curl, the stent was eventually released and removed in its entirety. The stent was examined, and no retained fragments were suspected. As the metallic stent appeared to be broken, a formal x-ray was obtained. No retained stent fragments were observed. The patient was seen for follow-up in the clinic 3 months after the procedure and denied a further complaints. Options for reconstruction of both strictures and her bladder were discussed, but she elected for management with bilateral nephrostomy tube exchanges in the interim. This complaint will also capture the user error of not removing the rms stents after 12 months indwell period. As the metallic stent appeared to be broken, a formal x-ray was obtained. No retained stent fragments were observed the patient was seen for follow-up in the clinic 3 months after the procedure and denied any further complaints.